Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The test reservoir units left matches properly to the units left in the pump status screen noted. No bolus delivery anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering the bolus. The customer would put in 80 carbohydrates but the insulin pump had adjusted to 20 carbohydrates. They took the insulin pump to his health care professional and they saw where the insulin pump was not delivering the proper amount of insulin. The customer stated their blood glucose level was between 500 to 600 mg/dl. They would treat the high blood glucose with a bolus or manual injection. The device was returned for analysis.